Event description:
Information received by medtronic indicated that the customer received a blank display on the insulin pump after it's been exposed to moisture. Troubleshooting was performed and found that the keypad buttons were not responding. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump received with a blank display. Unable to download to thus software due to blank display. Unable to perform the self-test, sleep current measurement, active current measurement and displacement test due to blank display. Unable to verify unresponsive keypad due to blank display. Pump was cut open to perform visual inspection and found the battery tube connector plugged in properly to j7/pcb 1 and found moisture damage on the electronics, 40 pin flexible printed circuit/lcd. The original pcba 1 was installed in a test pcba 2, case, internal battery, and motor. Powered the pump on using the battery simulator and blank display noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection fading serial number label, cracked battery tube threads and cracked case at battery tube threads. In summary, pump receive with a blank display due to moisture damage on electronics assembly. Unable to verify unresponsive keypad due to blank display. Pump exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.